Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that this morning the stimulation from the left shoulder down to the fingertips was significantly lower compared to the previous day. Pt stated that stimulation from the neck to the left shoulder remained the same. During the call, pt described only a light tingling sensation from the elbow to the fingertips. Pt increased stimulation in group a from 1.2 base / 1.7 prime to 1.6 base / 2.1 prime. Agent then instructed pt to switch to group b. Pt reported that stimulation felt more comfortable and no longer affected the neck, but stimulation was felt on the right hand. Agent then instructed pt to switch to group c. Pt reported that group c felt better overall but stimulation was present on the left side of the body. Agent advised pt to use group b for the time being and redirected pt to the healthcare provider (hcp) to contact the manufacturer representative (rep) for possible reprogramming. Pt mentioned having c omplex regional pain syndrome.